Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. It was reported that the patient was experiencing quite a bit of heating at the implantable neurostimulator (ins) site during an MRI. The patient also reported discomfort and that the ins was moving. It was noted that the MRI was about 5-10 minutes into the scan when the issue occurred. This was considered a sudden change in therapy/symptoms. It was confirmed that the MRI machine was within spinal cord stimulation (scs) MRI guidelines/specifications and that the ins was in MRI mode. It was suggested that the patient see their managing hcp to get their system checked out. It was also recommended that the patient wear snug support material if they chose to have another MRI going forward. No falls or traumas were reported that could be related to the issue. The patient mentioned that they have had some physical therapy recently, about three times per week, with laying leg stretches, walking, and bike riding. The patient also stated that some therapeutic ultrasound was performed but the details were not noted. Indications for use are spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.